Event description:
It was reported that the patient experienced discomfort/pain at the ipg site. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine further details.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient needs a pocket revision. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine further details.

Manufacturer narrative:
E1 correction: the reporter's information was updated. D4 correction: catalog number added. H3 correction: selected no.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.